Event description:
A physician reported following an intraocular lens implant procedure, the lens seems to be clouded and the visual acuity decreased to 0.3. Currently there is no lens exchange planned. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been requested and received which states no pre-existing eye diseases or other relevant medical findings, no surgeries. There was visual deterioration but no hospitalization required. There is no relation between the gliosis and the iol suspected. Gliosis is not part of the medical history or concomitant disease.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. The product investigation could not identify a root cause for the reported complaint. The sample was not available for an evaluation. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in b.6. The manufacturer internal reference number is: (B)(4).